Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No unexpected pump error/defect noted during testing, however unit received with high sleep current and unexpected battery power loss, problem isolated to pcb2. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing low blood glucose. Customer's blood glucose level was 3 mmol/l at time of incident. Customer declined troubleshooting for high blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.